Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The complaint device was not returned for investigation. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Corrective action has been implemented and is currently being monitored for its effectiveness.

Event description:
It was reported that during the procedure to treat the biliary duct, the 10 x 40 mm armada dilatation catheter was advanced over the guide wire. An attempt was made to inflate the balloon; however, a leak was noted at the balloon hub and the balloon could not be inflated. The armada dilatation catheter was removed. A second armada 35 dilatation catheter was then advanced and the balloon was inflated to complete angioplasty. There was no clinically significant delay and no adverse patient effect. No additional information was provided.